Manufacturer narrative:
The insulin pump was unable to prime unit during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed. The drive support was inspected and no anomaly noted during testing. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 214 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.